Manufacturer narrative:
Correction section h6: medical device problem code updated from "incorrect interpretation of signal" to "incorrect measurement".

Manufacturer narrative:
Review of logs revealed reported complaint of false af episodes was confirmed. Based on the information provided, these false af episodes were triggered due to egm signal characteristics and limitations in the existing algorithm in icm device firmware. No device malfunction was found.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the patient¿s implantable cardiac monitor (icm) had false positive atrial fibrillation (af) episodes due to a diagnostic anomaly. No intervention was performed and the patient was in stable condition.